Event description:
Spontaneous call from pt to report 2 pump malfunctions. She took a shower and had removed the pump. She can't get the pump to go to next screen, the buttons won't press down. She went to switch to her back up pump and had forgot to put batteries in the other pump and it lost programming. I advised the pt she will need to go to the hosp. This did happen while in use. Pumps are being replaced and return box sent. She is going to the hosp. Is the infusion life-sustaining? Yes. What is the outcome of the event? Pt is ok and resumed medication. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any med intervention provided? Pt had to go to hosp to have medication administered. Reported to (B)(6) by pt/caregiver.